Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure suspected flooding was confirmed, and the image loss was not confirmed. Updated fields: d8, h3, h6, h11 a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the gastrointestinal videoscope displayed an image loss. The event occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.